Event description:
It was reported that the customer received an altitude alarm while at the swimming pool; the pump may have gotten wet. The customer removed and reinstalled the cartridge. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.